Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the connection that was connected to the bronchoscope from the dishwasher is broken and a small plastic part is missing right where it joined the working channel. The plastic part was stuck in the opening of the working channel was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a procedure when trying to bring the endoscopic bronchial ultrasound (ebus) needle down into the working channel, it stops. The connection that was connected to the bronchoscope from the dishwasher is broken and a small plastic part is missing right where it joined the working channel. The plastic part was stuck in the opening of the working channel and was discovered and was removed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.